Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. The device used in this situation is unknown; therefore, it does not contain a us 510k number.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Customer reported to baxter that she was concerned with IV tubing not running when piggy backed. It is becoming a more and more frequent problem with an occurrence at least 2-3 times per day or more. She has also tried to piggy back chemo into each other and it won't run and then when she goes to disconnect, it creates a back pressure and sprays out, which she says is dangerous to nurses and the patients. The tubing seems to at times have an air lock at the connection site, and sometimes if flushed with a syringe and reconnected, it will then run, but not always. The condition occurs during patient use. There was no patient injury or medical intervention reported. No additional information is available.